Event description:
It was reported that the pump time and the pump date were incorrect, cause was unknown. It was also reported the touchscreen was unresponsive. Customer's blood glucose was 350 mg/dl. A replacement pump was sent to the customer to resolve the issue, the customer continued to use the pump for insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.